Manufacturer narrative:
Updated fields - d4, g1, g3, g6, h2, h6, h11 corrected fields - g2 (report source).

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: report source, type of investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Rebecca reported condensation in the helium tubing of a sensation plus 8fr 50cc iab. She noted the presence of a dependent loop in the tubing but no alarms or messages on the cardiosave device. She called for guidance to whether an intervention was necessary. Best practices for helium tubing management were reviewed with her, including removing the dependent loop and keeping the tubing straight. After implementing these recommendations, the condensation significantly decreased. Based on the description, presence of a dependent loop in the helium tubing led to accumulation of condensation. The loop likely created a low point where moisture could collect, especially in a closed system like the iab helium tubing. This issue was mitigated by straightening the tubing, which improved gas flow and reduced condensation build up. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint reference - (B)(4).

Event description:
N/a.

Event description:
It was reported that during use on patient, the sensation plus 8fr 50cc intra-aortic balloon (iab) had condensation in the helium tubing. There was no harm to the patient due to this issue.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.